Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported right side "experiencing anxiety related to having biocell textured implants.", "got really sick with chest pain, tension in airway, swollen nymph nodes. Removal of adenoids and tonsils", and "swollen lymph nodes under left armpit". Healthcare professional additionally reported rupture. Device has been explanted.

Event description:
Patient reported right side "experiencing anxiety related to having biocell textured implants.", "got really sick with chest pain", and "swollen nymph nodes." Healthcare professional additionally reported rupture. Patient additionally reported ¿tension in airway¿ and ¿removal of adenoids and tonsils in 2018¿; these are not device related. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: b.5, d.6b, h.6.